Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. Test strip UDI# (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with tests results from results obtained of 228, 353 and 279 mg/dl. The customer's expected fasting blood glucose test result range is 160 - 200 mg/dl. Customer was not using correct testing technique for the back to back tests. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/31/2020 and open vial date is two weeks. The meter memory was reviewed for previous test result history (date/time not set; results of 388 and 298 mg/dl are not customer's results, they are her husband's results): result 1:228mg/dl (B)(6) 8:09am fasting; result 2:353mg.dl (B)(6) 8:05am fasting; result 3:279mg/dl (B)(6) 8:04am fasting; result 4:388mg/dl not customer's result, this is her husband's result; result 5:298mg/dl not customer's result, this is her husband's result; result 6:182mg/dl (B)(6) 6:52am fasting; result 7:134mg/dl (B)(6) 2:25pm fasting.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with tests results from results obtained of 228, 353 and 279 mg/dl. The customer's expected fasting blood glucose test result range is 160 - 200 mg/dl. Customer was not using correct testing technique for the back to back tests. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/31/2020 and open vial date is two weeks. The meter memory was reviewed for previous test result history (date/time not set; results of 388 and 298 mg/dl are not customer's results, they are her husband's results): (B)(6).

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Note: manufacturer contacted customer on 10/16/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with tests results from results obtained of 228, 353 and 279 mg/dl. The customer's expected fasting blood glucose test result range is 160 - 200 mg/dl. Customer was not using correct testing technique for the back to back tests. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on 10/01/2018, a back to back blood test was not performed by customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/31/2020 and open vial date is two weeks. The meter memory was reviewed for previous test result history (date/time not set; results of 388 and 298 mg/dl are not customer's results, they are her husband's results): result 1:228mg/dl, 3/22 8:09am, fasting; result 2:353mg.dl, 3/22 8:05am, fasting; result 3:279mg/dl, 3/22 8:04am, fasting; result 4:388mg/dl, not customer's result, this is her husband's result; result 5:298mg/dl, not customer's result, this is her husband's result; result 6:182mg/dl, 3/18 6:52am, fasting; result 7:134mg/dl, 3/17 2:25pm, fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) internal report #: (B)(4) returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Note: manufacturer contacted customer on 10/16/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call. Correction: correct the evaluation codes on section h reflecting the device evaluation.